Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found blood contamination to pim assembly, safety disk & tidal volume disk. Pim assembly was removed and replaced. 30psi transducers recalibrated. Pim leak test passed. Fse also replaced upper panel due to corrosion on fiber optic door mechanism and lower front panel due to broken fan grill slots.complete pm performed with full calibration. Device passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that while attempting to perform pim leak test, the cardiosave intra-aortic balloon pump (iabp) unit has blood contamination. There was no reported patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.